Manufacturer narrative:
The lot number for the device was not provided, a manufacturing review was not performed. The sample was not returned to the manufacturer for evaluation. No other objective evidence was returned for review. Therefore, the investigation is inconclusive for the alleged device difficult to setup or prepare. The device is labeled for single use.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that unknown biopsy instrument allegedly required excessive physical force to prime. The healthcare provider allegedly experienced hand and arm pain. This information was received from one source. These three malfunctions involved a patient with no known impact to the patient. The patient's age, sex and weight were unknown.